Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product lot code required was not provided. A complaint database search against the provided product code found additional reports of "o" ring damage. Previous investigations attributed damaged "o" rings to device wear from normal use and servicing. The investigation could not draw any conclusions about the current reported event without the device to examine. Based on the inability to confirm the reported event or determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). Depuy synthes has been informed that the lot number is not available. If additional information is received, follow-up medwatch will be filed as appropriate.

Event description:
The 29 tibial broach would not accept the stem trial. It appeared the gasket inside broach is broken.